Event description:
It was reported that pre-operatively an unknown procedure, the device's tyvek was found ripped making it unsterile. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.